Event description:
A low immulite 2000 third gen tsh result was obtained on a patient sample. The sample was repeated and the results were higher. The sample was retested (3x) and all results were higher than the original result. The higher results were correct. Patient treatment was not altered and there was no report of adverse health consequences due to the discordant third gen tsh assay result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that there is no known cause for the discordant third gen tsh result. The instrument is performing within specifications. No further evaluation of the device is required.